Event description:
User experienced low sodium recovery. User said he ran a "few" patient samples for sodium comparison with another analyzer (dade expand) and sodium results from the i800 (B) (4) were lower than results from the dade expand. Only 1 patient example was provided which was discrepant. Initial result from i800 gave 134 mmol/l; repeat on dade expand gave 140 mmol/l. User said he did not report any of the patient sodium results from the integra 800. Sodium electrode lot number: 21592526. The field service representative determined the cause appeared to be related to the sodium electrode. The customer replaced the sodium electrode and it was currently working properly. The fsr replaced tubing, checked mixing vessel for clogs, checked mix and dry specs and adjusted dry, mix was ok. Customer ran controls and both levels recovered on mean. Compared patient sodium results between i800 and dade expand which compared acceptably.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.